Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that his wife had experienced low blood glucose. The customer¿s blood glucose level was 30 mg/dl at the time of the incident. The customer was treated with bolus and eat something sweet graham crackers. The customer declined troubleshooting for high and low blood glucose. The customer was advised not change the set until she meets physician. The insulin pump will not be returned for analysis.